Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was found between 14.7cm to 14.9cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was found between 10.0cm to 12.4cm from the distal tip. The etfe coating was intact at both abrasion locations.